Event description:
Failure analysis of the returned products (one ivac set and 15 mcgaw needles) determined that the ivac male luer was at the nominal acceptable position within the inspection gauge; the mcgaw needles were found to measure at the high end of hte inspection gauge, or very slightly out of spec. This resulted in the reported loose fit.